Event description:
Event reported by MFR's field staff of overdose occurring when catheter was replaced on 7/2001. When bolus dose was being calculated, the tubing volume was included as well as the catheter. Dose programmed should have been 95.2 mcg. Pt received 615 mcg. Bolus. Pt was admitted to surgery critical care and intubated. The pump was stopped and the emergency protocol was provided. The pt remained intubated overnight, was sleepy the next day and was extubated later that day. Pt was discharged to group home the next day. There have been no long term effects. Pt is very disabled and condition is improved on intrathecal baclofen and therapy continues to date.